Manufacturer narrative:
The actual complaint sample without packaging was returned for evaluation. A review of the device history record is not possible as no lot number was provided. The actual complaint sample was evaluated. There was no lot number on the returned sample device. The balloon was submerged in water and inflated, r was expelled from the balloon. The balloon was viewed under magnification and a small hole was observed near the proximal collar. The root cause of the event was identified as the presence of a hole in the balloon; however, the origin of the hole could not be determined based on the information provided. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint comp-(B)(4).

Event description:
Kimberly-clark received a report stating there was a slow leak in the cuff while intubating the patient. The leak was identified using a cuff manometer. The leak was detected less than a minute after intubation. The patient was re-intubated immediately using a another microcuff device. The patient is doing well and has been extubated. This incident occurred within 24 hours of their microcuff endotracheal tube trial.